Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 07-jun-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pain ("pain all over the body") in a 42 year-old female patient who had essure inserted (lot no. 50741328, b42247) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2014, the patient had essure inserted. In 2015 she experienced pain (seriousness criterion medically important), fatigue ("fatigue"), migraine ("migraine") and musculoskeletal pain ("joint and muscle pain"). At the time of the report, the pain, fatigue and migraine had not resolved. The outcome of musculoskeletal pain was unknown. No causality assessment was received for essure with regard to fatigue, migraine, musculoskeletal pain or pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 07-jun-2023. The most recent information was received on 23-jun-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pain ("pain all over the body") in a 42 year-old female patient who had essure inserted (lot no. 50741328, b42247) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2015 she experienced pain (seriousness criterion medically important), fatigue ("fatigue"), migraine ("migraine") and musculoskeletal pain ("joint and muscle pain"). At the time of the report, the pain, fatigue and migraine had not resolved. The outcome of musculoskeletal pain was unknown. No causality assessment was received for essure with regard to fatigue, migraine, musculoskeletal pain or pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74 kg. Batch no 50741328 production date 06-2013 expiration date 2016-06-30. Batch no b42247 production date 2013-06-14 expiration date 2016-06-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 23-jun-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.